Event description:
It was reported that the stent delivery system was advanced to the lesion, negative pressure was applied and air bubbles were noted in catheter. The stent delivery system was removed, but the stent remained in the vessel at the location of the target lesion. Another co's catheter was inserted to adequately deploy the stent at the target lesion. A second stent was implanted to complete the procedure.